Manufacturer narrative:
(B)(4). The patient's demographic information is not available. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant non conformances were found. Updated h6.

Event description:
It was reported that the patient felt no stimulation on the right side. An image was taken, and the lead migration was confirmed. There was no report of patient harm or injury. The patient underwent revision surgery to replace the right lead, and a new lead was implanted without complication. The patient was sent home after. The explanted lead was kept with the surgery center for contamination purposes. No device evaluation can be carried out.

Manufacturer narrative:
Mml# - (B)(4).

Event description:
It was reported that the patient felt no stimulation on the right side. An image was taken, and the lead migration was confirmed. There was no report of patient harm or injury. The patient underwent revision surgery to replace the right lead, and a new lead was implanted without complication. The patient was sent home after. The explanted lead was kept with the surgery center for contamination purposes. No device evaluation can be carried out.